Event description:
The customer contact reported a tubing separation. The tubing set was to be used for piggyback delivery of an unspecified antibiotic. It was reported that when the piercing pin of the secondary tubing set was inserted into the port of the antibiotic solution container, it was reported that fluid leaked from the solution container. At this time it was noted that the tubing had separated from the distal end of the drip chamber. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted.